Event description:
Consumer reported complaint for missing package items and missing safety seal. Mother is calling on behalf of the customer. Per the caller, the kit was missing the lancing device and the carrying case, the true metrix meter was missing the protective sticker, and the test strips were missing the safety seal. Caller stated that the box did not have a seal and had been opened when received. Caller stated the customer had received the product in september 2025 but had just opened on the day of the call, on (B)(6) 2026. Per the caller the customer has not used the meter. At the time of the call the customer reported having a headache; caller stated that she may take customer to a walk-in clinic later if the symptom(s) continue. Caller also stated that the symptom(s) had started on the day of the call prior to using the true metrix meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - customer had returned only a meter out of the box. Return product scrapped. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note 1: customer contacted manufacturer on (B)(6) 2026 - customer reported their condition had improved and they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.